Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during insertion for pulse field ablation (pfa) procedure a farawave ablation catheter was selected for use. Physician was inserting the catheter into the sheath and began advancing the guidewire into ahead of the catheter and noticed dripping from the flush port that has the pressure bag line attached to it was dripping near the transition of the port on the catheter and tubing connected to the pressure bag. The catheter was removed from the sheath and tested the connection on the table, and it completely broke off. Thus, a new catheter was opened and resumed the procedure with no further issues. No patient complications were reported.